Event description:
The territory mgr (tm) of a (B) (6) male pt contacted lifecor customer support to report that one of the pt's battery packs needed to be exchanged because it was no longer holding a charge. Support looked at the download and noted that there were many 'battery runtime expired' flags on this pt's download.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B) (4) has been completed. The battery pack had defective cells. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the download from this pt. This meant that the battery pack was used for greater than twenty-four hrs. This means that the pt continued to use a depleted battery for hrs after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. No adverse event occurred due to the defective battery pack. The pt received a replacement battery pack.